Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure performed to treat grade 3 functional mitral regurgitation (mr). One clip was implanted, successfully reducing mr to 1. After the mitraclip procedure, an atrial septal defect (asd) was observed and an occluder was implanted to close the asd. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation, is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.